Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin@home transmission. Upon review, the patient's right atrial lead exhibited sensing noise, and the patient's device was inhibited at the time of noise event. Ra lead noise was not reproduced during follow-up in clinic. Programming changes were not performed. No further findings were reported.